Manufacturer narrative:
Additional information: d10, h3, h4. Correction: d11, g3, h5, h8. Manufacturer's investigation conclusion: the reported no external power alarm on while connected to the mobile power unit (mpu) was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was serviced and multiple log files were submitted for review. The submitted log files spanned approximately 7 days ((B)(6) 2020 ¿ (B)(6) 2020 per timestamp). On (B)(6) 2020 at 23:46:51 there was a loss of ac power while connected to the mpu that triggered no external power and low voltage alarms. The bus voltage decreased to as low as 11.4v and the rsoc voltages decreased to as low as 2.6v from the expected ~14v bus and ~12v rsoc. The backup battery provided power during this event. This event cleared on its own. There were no other notable alarms in the log file related to the reported event. The heartmate mobile power unit was functionally tested and passed all stages of testing. The mpu was connected to a mock loop for an extended duration and no alarms were observed. The reported no external power event was not able to be reproduced. Preventative care procedures were performed and the mpu was returned to the customer. Additional attempts were made to gather more information regarding the reported event; however, to date no response was received. The root cause of the reported no external power alarm was not able to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses the user to inspect the mobile power unit for dents, chips, cracks, or other signs of damage and not to use a mobile power unit that appears damaged. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number #2916596-2020-03118. A low voltage event on (B)(6) 2020 was noted on mpu, as there was a total loss of power to it enabling backup battery on controller. No further information was provided.